Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined but is consistent with undersensing.

Event description:
During follow-up, intermittent false pause episodes due to undersensing were noted. The patient was in stable condition and device reprogramming was recommended.